Manufacturer narrative:
There are visible kinks on the catheter in the proximal shaft near the stainless steel strain relief approximately 6.5 cm and 8.1 cm distal of the hub. A 0.070 mandrel was introduced into the hub and was not able to advance distally. The mandrel was not able to advance distally because of the kink in the catheter. The catheter is not functional. Conclusion: the issue noted in the complaint was confirmed. The damage seen during the evaluation is typical of damage caused when removing the device from the packaging. If the catheter hub is pulled from the shipping tube at an angle, these kinks in the proximal shaft often occur. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, quality, or design concerns.

Event description:
Catheter was found kinked upon opening package, was not used on the patient.